Event description:
Study title: (B)(4). Type of study: observational protocol number: (B)(4). Subject number: (B)(6). Subject initials: not reported study sponsor: baxter this is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a (B)(6) male subject coincident with extraneal viaflex, physioneal 40 unknown and nutrineal pd4 unknown therapies. On (B)(6) 2006, the subject began treatment with extraneal viaflex (2000ml, nightly, lot number not reported), physioneal 40 unknown (4000ml, everyday, lot number not reported) and nutrineal pd4 unknown (2000ml, everyday, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with extraneal, physioneal and nutrineal were not reported. On (B)(6) 2010, the subject experienced bacterial peritonitis and a peritoneal effluent culture was performed. Treatment information was not reported. On an unreported date, the subject recovered. Per the reporter, the primary contributing factor to event was break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of use error-breach in aseptic technique was confirmed because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.